Event description:
The customer reported that a poor image quality occurred during inspection for use involving an olympus autoclavable camera head. There was no patient injury reported.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image defects a root cause could not be identified. Based on the results of the investigation, the most probable cause of the poor image quality and image defects was malfunction in the main units image capture system. The conclusion was traced to a component failure. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.